Event description:
The device was placed over the insertion site. Patient was on bedrest for 4 hours. Patient got out of bed to go to the bathroom at several hours later after bedrest and while at the sink washing up, fresh blood was running down leg.pressure was applied and no other issues identified.